Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation, below field are added from e1- (B)(6) hospital.

Event description:
It was reported that during routine inspection, cardiosave intra aortic balloon pump (iabp) had transient screen display malfunction. There was no patient involvement.